Event description:
It was initially reported by the company representative. "The resident was on the chair. Safety belt had been removed and staff left resident unattended to get a face cloth. When she turned around resident was on the floor." More details gathered after the on-site visit " bath was complete, safety belt was unfastened while staff member was drying him off. He began to shiver so she turned to get 3rd towel and he fell off bath chair onto floor. Staff called for help." The outcome from the incident was bleeding nose, had bump in the forehead and lacerations on the face. Basic first aid and sent to hospital. The patient died 2 days after the incident. Person interviewed do not know if he fell forward or sideways. Cause of death at time of interview is unknown. It was reported that the device is still in use and is required for daily baths what gives as additional indication that the device did not suffer any malfunction as was put back to use just after the incident. MFR - 3007420694-2014-00024.